Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical sample was not returned for evaluation, two electronic photos were provided for review. The first photo shows the hcp holding the catheter in which the end was noted to be broken. It is unclear from the photo whether the catheter has been broken completely. The edges are noted to be uneven, although the photo is blurry. The second photo shows the partial view of a catheter placed on a sheet on which blood stains are noted throughout. The edges of the catheter is noted to be uneven. Therefore, the investigation is confirmed for the reported fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the right internal jugular vein using the MRI power port isp. During the process of pulling the catheter to the capsule with a tunneling needle, the catheter was disconnected at the puncture point. Reportedly catheter was allegedly complete fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the right internal jugular vein using the MRI power port isp. During the process of pulling the catheter to the capsule with a tunneling needle, the catheter was disconnected at the puncture point. Reportedly catheter was allegedly complete fractured. The procedure was completed using another device. There was no reported patient injury.